Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the connector would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a valid lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: unknown- 20055381- provided but invalid. It was reported that the connector would not flush. Verbatim: on 15-nov-2020, received an email from a home patient (hp) via salesforce regarding a smart site valve. It was reported that the bd smart site valve was faulty, when trying to flush the connector it would not go through. Appeared to be blocked. Have also checked syringe and gripper needle but it was not at fault. The occurrence date was (B)(6) 2020. The sample was available. There was no patient involvement and no patient injury reported or medical intervention indicated during the time of event.